Event description:
It was reported that the device system was removed due to infection. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information received reported the patient had a previous pump that was removed in may of last year due to an infection. It was noted the patient had to wait a year and then she was given a new pump (B)(6) 2013.